Event description:
It was reported that the patient underwent a pump replacement in 2008, due to a "malfunction". (The specific recall was not reported.) The pump was alarming prematurely several days prior to a refill. It was unknown if device troubleshooting was performed prior to replacement. At the time of that clinic visit, the patient was receiving lioresal 500 mcg/ml at a dose of 38.04 mcg/day. The patient was also noted to have a subcutaneous fluid collection following the pump revision. A corset was recommended to provide a pressure dressing. See also manufacturer's report #s: 3004209178200807451 and 3004209178200808263.